Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected pm fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/14/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2022, time: 9:08 am non- fasting. Result 2: hi, date: (B)(6) 2022, time: 8:54 am non- fasting. Result 3: hi, date: (B)(6) 2022, time: 8:46 am non- fasting. Result 4: 329 mg/dl, date: (B)(6) 2022, time: 9:29 am fasting. Result 5: 387 mg/dl, date: (B)(6) 2022, time: 7:45 pm fasting.